Event description:
Boston scientific received info that the right ventricular (rv) lead exhibited loss of capture and sensing. It was successfully repositioned due to dislodgement. There was no known loss of heart rate or syncope due to the dislodgement. It was noted that the pt had previously had a heart attack and was on a ventilator at the time of the lead revision procedure. The field rep stated that during the device check the following day, the pt was alert and off the ventilator. No specific measurements or adverse pt effects were reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.